Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error loss alarm even after the inserting the new battery. The customer¿s blood glucose level was unknown. Customer stated that crack at the ok button of the insulin pump. Customer was hospitalized but, not due to diabetes. Customer was changed the battery after that insulin pump did not work anymore. Customer stated that battery cap was ok. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device trace download analysis confirmed the device alarmed power error 25 and power loss. The power management tool confirmed power error 25 alarm and power loss alarm was triggered when the backup battery unloaded voltage was less than consecutive minutes due to non-sleep anomaly software error. Device was received with cracked select button keypad overlay.